Event description:
While being treated with estim unit pt described a "jolt". The unit was shut off and electrodes checked. No disconnections and wires appeared in tact. Unit reset to 24 hz and a short time later pt notified staff and unit discovered to be at 29hz. Unit again reset to 24hz and checked in 5 mins with no change. Pt did not experience any apparent injury. Estim unit serviced by distributor and passed all function and safety tests.